Event description:
During an angiographic procedure, a cordis sheath was inserted into the femoral artery and an emerald 0.035. Fc str 260cm tef diagnostic guidewire was prepped according to IFU and was inserted into the patient without difficulty. Cordis diagnostic catheters were exchanged successfully over the wire without difficulty during the angiography. When the guidewire was advanced into the distal portion of the guiding catheter, the physician felt resistance. Neither of the devices kinked at any time during the procedure. The physician removed the guidewire and the guide catheter together as a system. Upon inspection of the wire, it was noted that there was a spot on the wire, 30cm from the tip, that was "not lubriscious". The reported described it as frayed. Another wire was used to successfully complete the procedure.

Manufacturer narrative:
One non-sterile emerald guidewire was received coiled in a plastic bag. The device kinked and bent in several places. The device was carefully observed under a microscope and the coating was found frayed. A functional analysis was performed using a lab sample 5f guiding catheter and there was no resistance or friction felt, despite the damaged coating. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested and was determined to be acceptable. The complaint of frayed coating was confirmed. At this time, assignment of a root cause is speculative, and based on the information provided in the complaint documentation and the evidence presented by the specimen device; procedural factors appear to have contributed to the wire damage. There are no indications that this is related to a manufacturing issue. No actions will be taken at this time.